Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and could not duplicate the reported malfunction. The cse replaced the inspectory printed circuit board as a precautionary measure. The cse upgraded the software to the current revision, performed all the calibrations, the extended self-test (est), the short self-test (sst) and the device operated within the manufacturing specifications. (B)(4).

Event description:
A report from the USA stated that an 840 ventilator had a patient disconnect alarm that would not reset, while in use on the patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event.